Event description:
It was reported that during the implant procedure, the right atrial lead was unable to be removed from the pulse generator header. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.